Event description:
It was reported that the pt had a recurrent dislocating left total hip. The components were implanted at hospital in 2005, along with an accolade tmzf hip stem #3 6020-0335. The implants with the exception of the hip stem were explanted due to recurrent dislocation the following year.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.